Manufacturer narrative:
During further troubleshooting it was identified patient was using cold insulin. Tandem technical support specialists have provided feedback on using cold insulin. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's (260-380). As per patient she has been developing pockets and lumps around her waist where she normally wears the site.